Event description:
It was reported that: a crna was behind the anesthesia machine pulling it towards her. The rear castor broke reportedly causing machine to fall against a wall and monitors to fall off the top shelf allegedly injuring the crna's left wrist. The alleged diagnosis was reported as peripheral tear to the tfcc ligament and third degree erosion to the left distal radius, lunate fossa.